Manufacturer narrative:
On (B)(6) 2017 02:20 pm (gmt-4:00) added by (B)(6): the product was discarded by the customer and was unavailable for return. An investigation could not be performed and no related picture was received. As a result the root cause was not determined. Therefore failure could not be confirmed. A DHR review of set lot 92188402 was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. But since no serial # of oxygenator was available, the DHR review for the oxygenator could not be performed. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
Ref.: #( B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for evaluation, but has not been received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "leakage from the recirculation line port was observed. Partial blockage of the recirculation port caused high membrane pressure leak from the gas vent port on oxygenator. Also the leak occurred during de-airing the circuit." (B)(4).